Event description:
Boston scientific received information that this lead was recently implanted, and shortly thereafter this patient went in for a CT scan. During this scan the patient was asked to their arms over their head. Following that scan the patient went to the emergency room (ER) with a heart rate in the low 20 bpm range and feeling very fatigued. It was found that this newly implanted lead had dislodged. The lead was explanted and replaced without incident.

Manufacturer narrative:
The lead was explanted and accidentally discarded. The lead will not be returned.